Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The low suspend alarm feature functioned properly. No low suspend alarm anomaly noted during testing. The insulin pump had cracked case at display window corner and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer also reported that the insulin pump would not suspend. The insulin pump was returned for analysis.